Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the indication for the stent placement was treatment of gastric outlet obstruction secondary to pancreatic cancer. The lesion was reported to be at the pylorus and extending 4 cm distally. The patient's anatomy was reported to be tortuous, and had not been dilated prior to the stent placement. During the procedure, the user began to deploy the stent within the duodenum; however, the stent needed to be resheathed. In an attempt to reconstrain the stent back onto the delivery system, the handle detached from the outer sheath. As a result, the stent could not be reconstrained. The partially deployed stent was removed from the patient without any complications. Outside of the patient, the user manually reconstrained the stent and believed that the stent could now be deployed. Subsequently, an attempt was made to reintroduce the delivery system into the patient; however, due to the handle detachment, the stent could not be backloaded over the guidewire. The entire device was removed and another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 6mm and that the handle was attached to the outer sheath. There were no issues during insertion of a 0.035 inch guidewire through the device. The outer sheath was accordioned at the proximal end of the mounted stent and also at the proximal end of the clear outer sheath. During analysis when an attempt was made to retract the outer sheath and deploy the stent, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn. No issues were noted with the profile of the stent or inner lumen. There was no issue in movement of the proximal end of the outer sheath along the shaft. The proximal end of the inner lumen was withdrawn from the outer sheath and it was noted that the spacer tube was positioned 42mm outside the stainless steel handle and that the outer jacket to spacer tube bond had failed. The outer sheath was dissected longitudinally and no issues were noted. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the indication for the stent placement was treatment of gastric outlet obstruction secondary to pancreatic cancer. The lesion was reported to be at the pylorus and extending 4 cm distally. The patient's anatomy was reported to be tortuous, and had not been dilated prior to the stent placement. During the procedure, the user began to deploy the stent within the duodenum; however, the stent needed to be resheathed. In an attempt to reconstrain the stent back onto the delivery system, the handle detached from the outer sheath. As a result, the stent could not be reconstrained. The partially deployed stent was removed from the patient without any complications. Outside of the patient, the user manually reconstrained the stent and believed that the stent could now be deployed. Subsequently, an attempt was made to reintroduce the delivery system into the patient; however, due to the handle detachment, the stent could not be backloaded over the guidewire. The entire device was removed and another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4). Issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.